Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney. (B)(4).

Event description:
Patient was revised to address pain. Update: 7/31/2013 - litigation papers received. Litigation alleges discomfort and metallosis. Update rec'd 12/18/2013- pfs and medical records received. A post-op x-ray showed the most lateral screw to be proud. A screw has now been reported. Revision operative notes indicated synovits and confirmed metallosis. Right side was also indicated. Update ad 25 jul 2018 - (B)(4) has been reopened under (B)(4) due to receipt of ppf and implant record. Ppf alleges metal wear and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.